Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and stroke. The patient was refilled a week ago last friday ((B)(6) 2016) and ever since that time experienced symptoms consistent with withdrawal. On (B)(6) 2016 following the refill he started feeling itchy. As time went on his hand and feet felt numb and by monday and tuesday his left foot and arm started turning in. His arm and leg continued "drawing up" and he was very concerned. The hcp office checked the pump and informed him the pump was running. He was directed to go to the emergency room (ER). The ER thought he was having a stroke because he had a pre-existing condition of stroke. They ruled out the stroke during four days of testing and released him saying there was nothing more they could do for the pump. He then called the hcp office again and they instructed him to take a "double dose" of benadryl. There were no other hcps in the office that could check the catheter and his hcp was out of the country. The change in therapy/symptoms was sudden. Additional information was received from a company representative (rep) indicated the hcp was out of town until (B)(6) 2016. A dye study was done on (B)(6) 2016 and everything was normal so they ruled that out as the issue. The hcp took the old medication out and put new medication in. It was noted the old medication was unknown baclofen 500 mcg/ml at 150 mcg/day and was refilled with lioresal 2000 mcg/ml at 150 mcg/day (lot # cs 0093). The reporter did not think a system content removal procedure was done and did not know if a bridge bolus was programmed. The doctor had the drug and could send it in. The patient was doing better. It was noted the physician was considering an indium study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.